Event description:
Caller reported a malfunction on the pump, which occurred after the pump was dropped. There was no reported impact to the customer¿s blood glucose level. Without backup therapy available, caller planned to reach out to a healthcare provider, while technical support arranged for a pump replacement despite the pump being out of warranty and insurance being lapsed.